Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and three separate delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation, delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No actions require.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-6.65%). No patient was involved in this event. No adverse effects were reported.